Event description:
It was reported six days post-placement of this intra-aortic balloon catheter, another mfrs intra-aortic balloon pumps audible alarm sounded. The catheter was reconnected and blood was noted in the tubing. The pt was successfully weaned without any complications. No further details are available regarding the circumstances surrounding this event. The device has not been received for eval. Therefore, no failure analysis was available. Iabc leaks have been associated with repeated cycling against calcified lesions and/or other hard, sharp material. However, without evaluating the device or further info, co is unable to determine the exact cause for this event.

Manufacturer narrative:
The device was received, evaluated and retained by this MFR. The engineering evaluation indicated the balloon was inflated to four psi and submerged in a water batch and a leak was noted. Microscopic examination revealed a 4mm leak in the proximal end of the balloon. A 10mm scratch was noted on the balloon surface beginning 1cm from the distal end of the shaft. This device displayed characteristics consistent with repeated cycling against calcified lesions and/or other hard, sharp end of the shaft. This device displayed characteristics consistent with repeated cycling against calcified lesions and/or other hard, sharp material, scratches on the balloon surface. Therefore, co does not attribute this event to the device. H6 - 86 (other - microscopic examination).